Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customers site. After analyzing the instrument the fse determined that the cause of the discordant results was unknown. The fse replaced the diluent pump, the mono pump lip seal and aligned the peristaltic pump. The fse also replaced the integrated multisensor technology (imt) probe and tubing, salt bridge and a tubing connector. Random samples and quality controls were run. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant sodium and potassium results were generated by the dimension rxl max with hm system. The results were reported out of the laboratory and the validity was questioned by the physician. The samples were retested on another instrument and yielded results within expectations. Corrected reports were issued to the attending physicians. There were no reports of adverse health consequences or known patient intervention due to the discordant results.